Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with the same device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was not recognized by the console and was unable to run. Corrosion damage was also noted within the internal components of the device.